Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: several regions of deformation are present on the liner rim. Some of this deformation seen associated with the circumferential fins is potentially from the explantation process. There is also deformation on the edges of the rim that is scalloped in shape and may be from contact with the dislocated femoral head. The femoral head has a large region of abrasion on the articulating surface. These markings could have occurred while articulating in the liner, however, it is considered more likely that these markings occurred during the dislocated state due to their size and orientation. Dislocations can occur for a variety of reasons some of which are highlighted here: unsatisfactory placement of the component parts; extent of component stability; extent of soft tissue tension; pt behavior. Without further info it is not possible to conclude a root cause for the pt's dislocations or define any design issue associated with these components. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised for chronic dislocation of the hip.